Manufacturer narrative:
Ge healthcare has previously identified that unintended gantry motion is possible due to a user leaning over the smart box and inadvertently leaning against the joystick. A product field action that corrects this problem was recently released. The complainant site had not yet received this correction at the time of the incident. The site has now been fitted with the correction, the system checked and placed back into service.

Event description:
It was reported that a nurse leaned against the smart box (joystick), which caused the pivot to drive. The gantry struck a pt on a stretcher in the room causing the pt to require 13 stitches.